Manufacturer narrative:
The battery of the pump has not been returned to animas for eval. The pt replaced the pump's battery and indicated that the pump is functioning without difficulty.

Event description:
The pt contacted animas alleging that the lithium battery in his pump lasted only 7 days and had become very warm. The pt claimed that he had only started the pump 7 days prior to contacting animas to report the alleged issue. The pt denied that he suffered any injury due to the issue.